Event description:
It was reported that bd bd maxzero pressure rated extension set was separated the following information was received by the initial reporter with the following verbatim: rcc received a complaint via email. Email(s) attached. To have all saline lock extension tubing be able to connect correctly to IV catheter hubs. Acutal: saline lock tubing coming loose after connected or is not connecting properly and leaking fluid and medicitons. Goal: to investigate if current product is malfuctioning or need a product substitution.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint that the saline lock tubing coming loose could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
No additional info.